Event description:
During a meniscal repair, the surgeon was utilizing a fast-fix 360 curved, it was reported that both implants deployed at the same time (or maybe the second got tethered). The first implant stayed behind the capsule and as the surgeon pulled back, the second implant deployed within the meniscus. The surgeon confirmed that the deployment tool was fully retracted. The surgeon removed the second implant but left the first one behind the capsule. A backup device was on hand to complete the procedure.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved device was returned for evaluation. No implants or suture were returned to enable confirmation that ¿the implants both fired at the same time. The device was functionally tested and actuated as intended. A CAPA has been initiated to investigate overall issues with fastfix 360 deployment issues related to t2 prematurely deploys or will not deploy. The investigation is currently ongoing. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints on file for this lot number. (B)(4).

Manufacturer narrative:
Contrary to section d10: the device has not been received by the manufacturer for evaluation. (B)(4).